Manufacturer narrative:
The baxter technician found the power cord needed to be replaced on an unknown number of centrella beds. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required. If additional information is received regarding power cords replacement and applicable serial numbers of beds identified, the complaint will be reassessed.

Event description:
Baxter received a report from a baxter technician stating an unknown number of centrella beds had power cord damage, copper exposed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).